Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 560 mg/dl. Customer¿s blood glucose level was 147 mg/dl at last night. Customer also had blood glucose level of 270 mg/dl. Customer reported that they did not contacted their health care professional regarding the high blood glucose event. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer experienced nausea as a result of high blood glucose. The customer felt ok to troubleshooting high blood glucose level. The customer did not provide any symptoms regarding high blood glucose. The customer was treated for the high blood glucose with 3 units of insulin injections at a time. The drive support cap appears normal. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer does not allege insulin pump was under delivering. Customer stated that they performed high pressure test and received no delivery alarm. Customer was advised to call back if the problem persist after getting some recommendations from her doctor. The insulin pump will not be returned for the analysis.